Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative reported that when on-site performing the system checkout. A surgery coverage was performed. The representative noted that the surgeon's registration technique was insufficient and led to the imprecision. A training was performed with the surgeon to inform them of proper registration techniques.

Event description:
A site representative reported that, while in a cranial resection, that a 1cm imprecision occurred following registration. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There is no known impact on patient outcome.

Manufacturer narrative:
Correction: device manufacturing date now provided. Correction: during the reported surgery coverage, it was also noted that magnetic resonance imaging (mr) were scanning the patient with large ear defenders which are distorting the skin around the ears. Software investigation confirmed that software was functioning as designed and issue was related to use error.